Manufacturer narrative:
Based on the information provided, the cause of the post-procedure complication cannot be determined; although there is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. The investigation revealed there were no related system errors to have occurred during the ion lung biopsy procedure that would have likely caused or contributed to the reported event. No image or video clip for the reported event was submitted for review. This event is being reported due to the following conclusion: after completion of an ion lung biopsy, the patient experienced a pneumothorax with shortness of breath. As a result, a chest tube was placed and the patient was hospitalized for three days. At this time, the cause of the post-procedure complication is unknown although there is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and then experienced a pneumothorax. The patient required a chest tube and hospitalization. It was reported that an intuitive surgical, inc. (Isi) 19g flexision needle was used along with a compatible forceps instrument during the biopsy. Isi contacted the physician and physician's assistant and the following additional information was obtained about the event: the ion biopsy was successfully completed. The reported pneumothorax was first identified post-procedurally with a chest x-ray. It was reported that the physician believes an ion product caused or contributed to the pneumothorax and that it would not likely have occurred via another biopsy mode. When asked what may have caused or contributed to the pneumothorax, the following was answered: "needle biopsy of the lung nodule during robotic bronchoscopy with ion navigation." It was also reported that a malfunction of an ion product did not occur. The size of the pneumothorax was reported to be "moderate" and to have not grown in size over time. The patient reportedly experienced shortness of breath and was never considered medically unstable. The patient was hospitalized for three days. It was reported that the chest tube was placed to resolve the pneumothorax. It was reported that the pneumothorax was resolved when asked about the patient's current status.